Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 04/01/2024, the patient experienced nausea, a seizure, and ¿turned blue¿. At some point during the event, the patient¿s cgm was reading 210 mg/dl and the bg meter reading was 75 mg/dl. The patient¿s parent treated the patient with juice and a glucagon injection. The patient was taken to the emergency room around 6:00pm, although it was not mentioned by who. At the emergency room, the patient was treated with IV saline and an unspecified pill for nausea. The patient¿s bg meter reading at this time was 250 mg/dl and the dexcom sensor was removed. The patient was discharged home after approximately 6 hours. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.